Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was 80 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No air bubble anomaly could be verified and the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.